Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that there were smaller cracks around the periphery of the optic, but no issues with haptics, since they believed the cracks to be visually significant, the lens was left in place. Additional information has been requested.